Manufacturer narrative:
This is the 2nd follow-up report. The 1st follow-up report was incorrectly submitted, and its contents are not relevant to this incident. Fujifilm corporation conducted the root cause investigation that was concluded on (B)(6) 2022. During the investigation, it was identified that high-frequency devices were used with and without visualizing the proximal end of the wire on the endoscope monitor. As a result, the wire came in contact with the distal end metal part of the endoscope, causing a high-frequency current to flow through the distal end metal part. A burn can occur if the energized distal end metal part comes into contact with the mucosa. The relevant warnings are included in the IFU of ed-580xt and it is probable that user did not comply with these warnings. Unlike high-frequency devices, the distal end metal part has a large area, so it does not cut deeply and only superficial mucosal burns may occur. None of the seven (7) burns reported by fujifilm were serious injuries. Therefore, fujifilm believes that it will not lead to a serious injury.

Manufacturer narrative:
On october 26 and 27, 2021, fujifilm corporation conducted the root cause investigation at the site to review the reprocessing procedure and sampling procedure. Additionally, the endoscope was also investigated by fujifilm. The results of the investigation did not lead to a clear conclusion that the concerned organism was most likely a result of cross-contamination of the endoscope. As a precaution, and with the intent to aid in prevention of the presence of any high concern organisms, fujifilm performed re-training at the site and reiterated the importance of following the ifus and guidelines for scope storage, cleaning, transportation and sampling.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
Fujifilm is performing additional investigation to determine the root cause. A supplemental report will be submitted pending results of the investigation. Additionally, this is the fourth incident involving the ed-580xt scope and an OEM sphincterotome. All four incidents involved the same procedure at the same user facility. The previous three incidents were reported to the FDA as 3001722928-2021-00021, 3001722928-2021-00008, and 3001722928-2021-00004. On 10/04/2021, fujifilm received a request from the FDA for more details regarding these incidents. Fujifilm is currently preparing the response and will submit it to the FDA by november 5, 2021.

Event description:
On october 14, 2021 fujifilm corporation was informed of an incident that occurred during an ercp procedure. The user facility reported that there was an issue with the device. When performing the sphincterotomy, as part of the cannulation processes, the user noticed a burn mark near the ampulla. This was a superifical thermal injury (i.e., burn to the duodenal mucosa), but there were no changes in vital signs or long-term harm to the patient. The user noted the sphincterotome was not rotated around or different from the typical orientation. The sphincterotomy was completed with a boston scientific true tome device. This issue was noted at the end of the procedure. No scope change was performed. The procedure was completed without any further difficulties. There is no death associated with event.